Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to recommendation. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, the following issues were noted: a-rubber leaking, c-cover insulation out of range, light guide cover lens (3x)is cracked, c-cover dented, ccd cover lens is cracked, a-rubber gluing worn out, connecting tube buckles, scope cover is cracked, key top 1 incised, cuts, universal cord buckles, connector is cracked, less angulation, biopsy channel exchange as preventive maintenance channel cleaning brush passage using nj4072 is correct without feeling any difficulty. All channels are clean and free from foreign material. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, a routine microbiological culture was performed on all channels of the evis exera iii colonovideoscope. The biopsy channel tested positive for fifty (50) colony forming units (cfus) of microorganisms. The auxiliary channel tested positive for five (5) cfus of microorganisms. The suction channel tested positive for five (5) cfus of microorganisms. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The air/water channel, auxiliary channel, balloon channel, and forceps elevator wire channel were flushed with salvanios premium. The scope was stored horizontally in a cabinet with drying function. The maintenance of the scope was performed by olympus. The scope was sterilized in a plasmatyphoon on configuration one (1) weekly. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Less than one (1) cfu of a microorganism was detected. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.